Manufacturer narrative:
Visual and mechanical inspection of the product by a spacelabs product support specialist confirmed signs of fluid ingress in the monitor¿s complete internal lower case, battery door area, and docking pcba (printed circuit board assembly) cover. The docking pcba was faulty from fluid ingress and was replaced. Additionally, both lower corners of the bezel assembly were missing the protective coating and corrosion was present. The error log had recorded power management errors. The facility biomed stated their product cleaning protocol uses bleach as the cleaning agent; however, they recently changed to using super sani cloth. Super sani cloth contains quaternary ammonium which is not a spacelabs approved cleaning agent as stated in the user manual. The facility biomed was informed that continued use of this cleaning agent causes damage to spacelabs products. The root cause for the smell and dim display was corrosion from fluid ingress of an unapproved cleaning agent which precipitated a faulty docking pcba. This report is final and the issue considered closed. Placeholder.

Event description:
Spacelabs received a report that during product training a qube compact monitor model 91390 emitted a burning smell as well as a smell of bleach and the display went dim. This occurred on (B)(6) 2015. No one was injured as the result of this event.